Event description:
It was reported that the lead exhibited low r waves, and was found to have dislodged. The physician was unable to reposition the lead, and it was explanted and replaced. During the replacement procedure, another lead was attempted, but got stuck in the introducer and was damaged. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the outer tubing overlay, which was breached cut. Blood was found in/on the helix/lobe mechanism, and the lead exhibited apparent explant damage. The analyst noted that the lead was received at analysis with the steroid ring torn and a segment missing. It could not be determined when this occurred. (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors were distorted, and the lead appeared to have been damaged at implant. Blood was found in/on the helix/lobe mechanism.